Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal document the patient had a left knee replacement on (B)(6) 2013. Approximately 9 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. The patient experienced component loosening, osteolysis, bone loss, synovitis, effusion, swelling, and joint pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiff allege that their knee or hip replacement device failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01652.